Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she woke up in the morning with low blood glucose. The customer stated that she had to be eating to keep her blood glucose above 50 mg/dl. Blood glucose at the time of the incident was 44 mg/dl. Reading went from 64 mg/dl to 100 mg/dl during the call. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field and the settings were accurate. The customer mentioned that she had a recent pancreas surgery and was eating less. The customer was advised to contact the doctor for advice.